Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3093-28, lot# j0546600, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported the patient had an infection and the implantable neurostimulator (ins) had to be removed. The ins was explanted on (B)(6) 2006 and a new ins was implanted on (B)(6) 2006. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.